Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. Blood was visible in the dialyzer (outside of the fibers), as well as in the dialysate lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No physical damage was noticed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 125 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned dialyzer. The fibers were wet. During gross visual examination, a delamination was observed on the cavity ID end. The delamination extended from approximately 320° to 45°, with the ports at 0°. Furthermore, the polyurethane (pu) was found to be uneven. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. Blood was visible in the dialyzer (outside of the fibers), as well as in the dialysate lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No physical damage was noticed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 125 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.